Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.